Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for evaluation. Upon evaluation, the root cause was unable to be duplicated as the unit received no faults throughout the investigation. The unit was allowed to run for 24 hours with stress testing applied; evaluation revealed no indications of power supply failures were found where the unit could have lost power.

Event description:
The customer reported while using the vela ventilator; the unit was found off. The customer reported the unit was connected to alternate current (ac), but the screen was blank. The issue occurred during patient use, the customer reported the suspect device was removed from the patient and the patient was placed on another ventilator. The customer reported no patient consequence is associated with the event.